Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. A cuff miss can be influenced by, but is not limited to: manufacturing, patient anatomical conditions and user technique. During manufacturing, all devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. A cuff miss can be caused by tissue being too thick and certain anatomical conditions (heavily calcified arteries, scar tissue, etc). There was no reported information that the patient had any conditions listed under the special patient populations section of the proglide instructions for use. A cuff miss can be influenced by several factors, including, but not limited to: failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, not depressing the plunger to contact the body. There was no report of any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause for the reported cuff miss and associated patient effects could not be determined. A review of the device history record and a query of the complaint handling database could not be performed because the lot number was not reported and the device was not available for analysis. There does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a percutaneous transluminal coronary angioplasty procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, reported to have occurred in (B)(6) 2011. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.